Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of cloudy screen was not confirmed. In addition to evaluation in b5, the up/down knob had corrosion. Due to damage on up/down knob, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The switch button 4 had wear. Paint on air/water cylinder was peeled. Paint on suction cylinder was peeled. The protector of universal cord on control section side had a scratch. The protector of universal cord on scope connector side had a scratch. The plastic distal end cover had a dent. The connecting tube had a scratch. The connecting tube had discoloration. The connecting tube had a wrinkle. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope displayed a cloudy screen. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ "8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens."" Olympus will continue to monitor field performance for this device.